Event description:
Review of x-ray noted externalized conductor. The lead impedance and pacing threshold has been stable throughout the life of this lead. Due to patient frail condition, lead was not replaced at time of device change out. The physician felt comfortable with the stability of the lead and felt this was the best decision for the patient.

Manufacturer narrative:
No medwatch form was received.